Event description:
It was reported that a catheter issue occurred. The 95% stenosed target lesion was located in the severely calcified and severely tortuous vessel. The opticross imaging catheter was advanced for intravascular ultrasound examination of the target lesion. During the procedure, the device got stuck with the guidewire. The procedure was completed with another of the same device. No patient injury was reported.

Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspection revealed the imaging window was observed partially detached and twisted. Functional inspection with the wire could not be performed due to residues inside the tip. Destructive test was performed, and the tip was cut to observe the obstructed section. Residues were observed inside the tip.

Event description:
It was reported that a catheter issue occurred. The 95% stenosed target lesion was located in the severely calcified and severely tortuous vessel. The opticross imaging catheter was advanced for intravascular ultrasound examination of the target lesion. During the procedure, the device got stuck with the guidewire. The procedure was completed with another of the same device. No patient injury was reported.